Event description:
(B)(4). Various side effects that I was not informed about including weight gain, fatigue, hair loss, extreme dry skin, painful bumps on body, joint pain, back pain when laying, abdominal pain and swelling.